Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a low battery alert while doing yard work. Customer changed battery and insulin pump shut off. Customer's blood glucose was 47 mg/dl, which was treated with food. Customer reported to have also received an off no power without receiving a low battery alert. Phone call was dropped.